Event description:
It has been reported that while performing x-ray and while using the collimator there was a delay of 15 seconds. It was not possible to use the system with this delay and the patient was removed from the system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that during a planned non-emergency coronary treatment, there was a delay of 15 seconds between pressing the footswitch and the images appearing and some images started to have double contours. The system was restarted without success. The system could not be used anymore and the procedure was aborted and rescheduled. According to the information provided, the issue was intermittent. The customer continued to use the system with this issue for several weeks. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed an issue with the host pc and image processing pc (ip-pc). The system was upgraded and the host pc and ip-pc were replaced with new disks, after which the system was returned to use in good working order.